Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue. There was no reported adverse impact to customer's blood glucose level.